Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not longer communicate with external devices. Reportedly, the patient did not charge the ipg battery for over a year and the battery depleted. Surgical intervention to replace the patient's scs ipg may be taken at a later date.

Event description:
Follow up identified the patient had his scs ipg replaced with a new one. The reported issue was resolved.